Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. (B)(4). Initial MDR was submitted by william cook europe under reference #3002808486-2016-01254. Evaluation- the product was not returned to assist with the investigation. No information regarding the event was provided. No notes of relevance found in the device work order, nor on the filter lot number. No other complaints have been received relevant to this lot. Impossible to comment on the alleged injuries. Device manufactured/inspected according to specifications. There is no evidence to suggest the device was not manufactured to specifications. No evidence to suggest a device failure. We have notified the appropriate internal personnel and will continue to monitor for similar events.

Event description:
It is alleged that the ¿patient received a cook gunther tulip on (B)(6) 2010 at (B)(6) medical center in (B)(6).¿ it is alleged that patient was injured without further explanation. Patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). The report was submitted by william cook europe under reference #3002808486-2016-01254. Additional information was received that determined the report was a cook incorporated device. Evaluation: the product was not returned to assist with the investigation. No information regarding the event was provided. No notes of relevance found in the device work order, nor on the filter lot number. No other complaints have been received relevant to this lot. Impossible to comment on the alleged injuries. Device manufactured/inspected according to specifications. There is no evidence to suggest the device was not manufactured to specifications. No evidence to suggest a device failure. We have notified the appropriate internal personnel and will continue to monitor for similar events.

Event description:
It is alleged that the ¿patient received a cook gunther tulip on (B)(6) 2010 at (B)(6) medical center in (B)(6).¿ it is alleged that patient was injured without further explanation. Patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Corrected data: follow-up #2 was inadvertently missed as a subsequent follow-up for MFR#. This follow-up is issued as follow-up # 2; as the previous follow-up submission for MFR# was inadvertently numbered as follow-up #4. Additional information: investigation - it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating pulmonary embolism and dvt. Pe is a known risk in relation to filter implant reported in the published scientific literature. Also, it is reported that the pulmonary embolism in some cases may originate from upper extremities instead of lower extremity veins. With all filters, there is some risk of further pulmonary embolism. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
(B)(4). Blank fields on this form indicate the information is unknown or unavailable, or unchanged. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 10/04/2016 as follows: plaintiff allegedly received an implant on (B)(6) 2010 via the right common femoral vein due to pe. Plaintiff is alleging pe and dvt.